Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient was possibly having a severe allergic reaction to the device. According to the report, the patient had complications such as severe inflammation in their abdominal region and female areas. Reportedly, the patient had about 18 surgeries in the past year and a half; installing and removing devices because they had high intracranial pressure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.